Event description:
It was reported that the lead integrity alert was triggered due to oversensing and non-sustained events of the right ventricular (rv) lead. It was also reported that noise was seen on non-sustained episodes and the rv impedance has gone from 680-750 ohms to 1048 ohms. There was a question about a possible rv lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).